Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states when the end user is driving along, the chair intermittently shuts down with no error codes.